Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support, who advised them that they could continue using the pump and to call back if the malfunction reoccurred. The customer acknowledged and understood these instructions.